Manufacturer narrative:
Visual analysis of the returned device identified: crease fold, wear abrasion. Leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is there were no issues found related with the manufacturing process and no openings or issues related to deflation device were observed.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side "deflation." "Hole in radius (edge) was observed during surgery. The device has been replaced.

Event description:
Healthcare professional reported right side "deflation." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.